Event description:
The patient stated that she changed her infusion site in 2008 at 8:00pm. On the next day, the patient went swimming from 8:00-9:00am and the infusion set fell off her body. Her blood glucose elevated to 400 mg/dl. She injected insulin via pen. Her normal blood glucose level is 100-120 mg/dl. The patient also reported the infusion sets fall off of her body while showering. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.